Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a hole in the pebax and a reddish material inside the pebax was also observed. The damage could be related to excessive force or manipulation, but this cannot be conclusively determined. The root cause of the hole remains unknown. Also, the device was connected to carto 3 system and the device was recognized and visualized; however inverted force vector appeared in the system with high force readings. The device was further analyzed and no additional defects were found on the printed circuit board or any other component. A manufacturing record evaluation was performed for the finished device number, and no internal action related to the reported complaint were identified. The force issue reported can be confirmed due to the condition observed in the pebax. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the ablation catheter displayed high force readings during rf on the carto 3 system after zeroing appropriately. No errors were displayed. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued without further incident or harm to the patient. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 12-dec-2023, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.